Event description:
The customer reported there was a pinhole in the scope. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found the coating on the insertion section was peeling. This report is being submitted for the malfunction found during evaluation of the device (peeling coating). There was no patient or user injury reported due to the event. Additional details have been requested regarding the reported event. At this time, no additional information has been provided.

Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the legal manufacturer's investigation, the likely cause of the peeled coating is stress from usage, external factors, or handling. However, a definitive root cause of the peeling coating could not be identified. In addition, service confirmed there was a pinhole in the bending section cover. Service also found that angulation was reduced due to elongation of the angle wire, and forceps could not be inserted due to buckling and deformation of the channel. The adhesive on the objective lens and illumination lens was peeling, the bending section was damaged, the flexible tube was crushed, the eyepiece cover was cracked, there were spots in the image due to a stain on the image guide bundle, the universal cord was scratched, the coating of the universal cord was peeling, and the eyepiece section was peeling. Per the legal manufacturer, these other device issues identified by service have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.